Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (b)(6) 2025. According to the patient, on (b)(6) 2025, the patient experienced a skin reaction inflammation with an abscess and lump at the insertion site. The patient consulted their physician and was transferred to the surgeon. It was advised that the skin reaction required surgical removal (incision and drainage of the lump) and was performed on (b)(6) 2026. On (b)(6) 2026, the stitches were removed. The patient provided a copy of the pathological examination of the removed lump. Per the attached pathology report, the excised tissue from the patient's left upper arm was examined. The clinical indication was tissue alteration and inflammation, likely associated with a diabetes sensor. Gross examination identified two grey-brown tissue specimens measuring a combined 3 × 2 × 1 cm with adjacent adipose tissue. Histopathological examination demonstrated subcutaneous tissue containing components of a florid, extensive granulomatous inflammatory focus. There was no evidence of malignancy. There was no documentation of treatment provided, the patient just kept the affected area clean and dry. No photo was provided. The area was prepared with alcohol before placing the sensor on the body. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.